Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation

Manufacturer narrative:
Is an approximation since only the year of the implantation surgery was communicated.

Event description:
It was reported that patient underwent a revision surgery with replacement of liner due to significant wear. Same size liner was implanted.